Manufacturer narrative:
This report is filed on november 06, 2017.

Event description:
Per the patient's surgeon, the patient experienced cholesteatoma at implant site and subsequently elected to have the device explanted. The patient's device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.